Event description:
During product inspection/investigation, a fractured abutment was found within the implant that was returned.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One osseotite tapered certain implant 3.25 x 10mm was returned for investigation. Visual inspection identified a fractured unknown biomet abutment within the drive feature of the implant. Based on the evaluation, device malfunction for the abutment did occur. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or corrective actions for the reported events or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. Complaint history and device history review could not be performed for the unknown biomet abutment since the item/lot numbers were not available. The reported event is related to the functional performance of the device and cannot be recreated due to the nature of the alleged event. A definitive root cause could not be identified. Based on the investigation and risk file review, the most likely cause is over torquing of abutment screw, abutment or abutment screw subject to occlusal or off-axis loading. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.